Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this rv lead was capped/abandoned on (B)(6) 2019 due to noise, oversensing, and asystole less than 2 seconds. Although unable to produce extended asystole with isometrics, the patient had been complaining of syncope/light-headedness for several weeks.